Event description:
It was reported to boston scientific corp that an endovive safety peg kit pull method was used in a peg placement procedure. According to the complainant, the wire from the peg tube broke when the physician pulled the tube out of the incision site. At time of this report, add'l info has been unattainable.

Manufacturer narrative:
The complainant indicated that the device is not available for eval. If any further relevant info is obtained, a supplemental medwatch report will be filed.